Manufacturer narrative:
No pt info provided as no pt was involved in this concern. RMA issued. Spine clamp returned on 11/2/2010. The adjustment screw is not stripped as reported, but the clamp face is slightly bent to one side causing some difficulty in adjustment. The retainer ring on the screw is stretched making the clamp face loose. Also, there are tool marks on the adjustment screw head.

Event description:
A medtronic rep reported the open spine clamp head was stripped. There was no pt present.